Event description:
A customer contacted beckman coulter inc., (bci) stating that elevated troponin (accutni) samples are not diluting linearly. The samples were tested on access 2 immunoassay system, and the linearity failure was reproduced on the customer's alternate instrument and on another system at a neighboring facility. Exact results were not supplied and the number of patients in this event is not known. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
No sample information was supplied.qc data was not provided.service was not dispatched for this event. Root cause can not be determined to date.